Manufacturer narrative:
The insulin pump powered up properly. No weak battery alarm noted during testing. All operating currents are within specifications. No alarm noted. The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Event description:
Customer reported via phone call to have received a motions sensor test failure alarm. Customer's blood glucose was 56 mg/dl. Customer reported of waking up with blood glucose of 42 mg/dl. Customer also reported to have received a no delivery alarm, motor error alarm, weak battery alert, and a motor position encoder error alarm. Insulin pump also failed displacement test. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.